Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: needle seems to be clogged. Medication is not passing through the needle.

Manufacturer narrative:
Forty samples were provided to our quality team for investigation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. Two samples did not expel the solution, these needles are clogged. It could be possible that a process variation occurred at the needle lubricant application process inducing the symptom reported. Verification of the needle lubricant application process was performed. The settings were correct and the flow of products was good. Furthermore, a device history record review was completed for provided lot number 2024138. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.